Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon catherter ruptured at 4 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with a maverick monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.